Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that since implantation of intraocular lens (iol), he had double monocular vision in eye producing ghosting on the medial side of vision. Additionally there was immediate massive increase in intraocular pressure (iop), with lots of small round black circles with clear centers, pressure came down with burping the anterior chamber and he was left with monocular double vision. The left eye has no circles. The consumer mentioned that double vision was very distracting and hard to focus, white seems to make the double vision more noticeable. There are two medical device reports associated with this patient. This report is associated with the left eye.